Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 1 year 2 months post implant of modified kugel patch, patient had infections, abscess thereby underwent repair with mesh removal. Per op notes, "it was obvious that there was mesh material along the lateral and anterior wall, appeared to be a bard plug (modified kugel patch)." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient underwent an abdominal surgery for a right inguinal hernia repair, a modified kugel patch was implanted to repair the hernia. (B)(6) 2007 - the patient underwent surgery to have an exploratory laparotomy, drainage of pelvic abscess and to remove the allegedly infected mesh. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain, doctor visits, subsequent procedure and was injured seriously and permanently. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with right indirect inguinal hernia thereby underwent open repair with the implant of modified kugel patch. Per operative notes, ¿an indirect inguinal hernia sac was demonstrated and reduced back into the preperitoneal space. A piece of a modified kugel patch was placed preperitoneally and spread to assure that there was no development of hernia. The tags were cut. A second piece of onlay mesh cut in teardrop configuration to reconstruct the pelvic floor was placed. The cord and the nerve were then placed through the incision in the mesh as it was placed.¿ (B)(6) 2007- patient was diagnosed with pelvic abscess with infected mesh thereby underwent open repair with removal of infected mesh. Per operative notes, ¿there was a large mass involving the entire right pelvis from the bladder out laterally and arising up out of the pelvis. Obvious purulent material came out from the mass when it was opened using large bore needle. Big abscess cavity was found. It was obvious that there was mesh material along the lateral and anterior wall, appeared to be a bard plug (modified kugel patch) and continued to pluck out all obvious mesh.¿ attorney alleges that the patient had abscess, infections, pain, emotional injuries and removal of mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum #1: based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 1 year 2 months post implant of modified kugel patch, patient had infections, abscess thereby underwent repair with mesh removal. Per op notes, "it was obvious that there was mesh material along the lateral and anterior wall, appeared to be a bard plug (modified kugel patch)." Addendum #2: this supplemental emdr is submitted to document DHR review results. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient underwent an abdominal surgery for a right inguinal hernia repair, a modified kugel patch was implanted to repair the hernia. (B)(6) 2007 - the patient underwent surgery to have an exploratory laparotomy, drainage of pelvic abscess and to remove the allegedly infected mesh. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain, doctor visits, subsequent procedure and was injured seriously and permanently. Addendum per additional information provided: (B)(6) 2006 - patient was diagnosed with right indirect inguinal hernia thereby underwent open repair with the implant of modified kugel patch. Per operative notes, ¿an indirect inguinal hernia sac was demonstrated and reduced back into the preperitoneal space. A piece of a modified kugel patch was placed preperitoneally and spread to assure that there was no development of hernia. The tags were cut. A second piece of onlay mesh cut in teardrop configuration to reconstruct the pelvic floor was placed. The cord and the nerve were then placed through the incision in the mesh as it was placed.¿ (B)(6) 2007 - patient was diagnosed with pelvic abscess with infected mesh thereby underwent open repair with removal of infected mesh. Per operative notes, ¿there was a large mass involving the entire right pelvis from the bladder out laterally and arising up out of the pelvis. Obvious purulent material came out from the mass when it was opened using large bore needle. Big abscess cavity was found. It was obvious that there was mesh material along the lateral and anterior wall, appeared to be a bard plug (modified kugel patch) and continued to pluck out all obvious mesh.¿ attorney alleges that the patient had abscess, infections, pain, emotional injuries and removal of mesh.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, it is alleged the patient experienced infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ without a lot number a review of the manufacturing records could not be conducted. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : not returned to manucfacturer.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2006 - the patient underwent an abdominal surgery for a right inguinal hernia repair, a modified kugel patch was implanted to repair the hernia. (B)(6) 2007 - the patient underwent surgery to have an exploratory laparotomy, drainage of pelvic abscess and to remove the allegedly infected mesh. The attorney alleges the patient's hernia repair surgery failed, resulting in much pain, doctor visits, subsequent procedure and was injured seriously and permanently.